Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issues with buttons, buttons were stuck, scratches on screen preventing seeing information correctly, reservoir was loosed. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer was reported that the insulin pump had no delivery alarms, battery life was diminished. The insulin pump will not be returned for analysis.